Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced st segment elevation that required medication (IV nitroglycerin). Firstly, it reported that back patch #1 was visualized striped on the carto¿ 3 system screen. There was an error message displayed on the carto¿ 3 system, but the medical team could not confirm the error code or description. When re-seating the sensor cable into back patch #1, the issue would temporarily resolve, only to return again a short while later. The green patch sensor cable was replaced and the issue was resolved. The procedure continued. Then it was reported that the trupulse¿ generator displayed error 312, "high impedance" for varipulse¿ catheter electrode 9, and they were unable to come on pfa (pulse field ablation). The cable for the varipulse¿ catheter was replaced and the issue was resolved. The procedure continued. Then it was reported that during the procedure, st elevation was noticed in the patient. After delivering the 1st pfa application in the left superior vein and re-positioning the varipulse¿ catheter, the anesthesiologist had noticed st elevation in the patient, on both the recording system and the anesthesia monitor. Nitroglycerin was administered to the patient. Within about 2-3 minutes of administering the nitroglycerin, the st elevation in the patient had subsided. The physician decided to continue with pfa ablation. After completing several more pfa applications, st elevation was noticed in the patient yet again. Nitroglycerin was administered to the patient again, and the st elevation had subsided. After proceeding and completing a few more pfa applications on the right superior pulmonary vein, st elevations were noticed in the patient, once again. Nitroglycerin was administered to the patient once again, and after waiting, the st elevation had once again subsided. The physician had then decided to utilize rf ablation instead of pfa ablation for the rest of the procedure, with an thermocool smarttouch® sf catheter and ngen¿ generator instead. Patient required one extra day of hospitalization but fully recovered. Patient had elevated troponin after procedure. The physician suspects the patient likely had a predisposition to vascular spasm.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).